Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 22-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. After the implant procedure, the plaintiff began to gradually experience increasingly painful periods and heavier than natural bleeding. Further, the plaintiff suffered from persistent headaches, indicative of an allergic reaction to the devices. During this period, she was not able to definitively ascertain the origins of these pains and bleeding. Until recently, she has been unable to ascertain the origins of these symptoms. As a result of recently learning that the devices are defective, and have a higher propensity to cause the symptoms than previously represented, the plaintiff has undergone a hysterectomy to remove the devices. She suffered physical and mental anguish during this period. Follow-up received on 12-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented increasingly painful periods and heavier than natural bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, dysmenorrhea, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure, consumer experienced painful periods and heavier than natural bleeding. She undergone a hysterectomy to remove the devices. The events were regarded as related to essure given their nature. This case was regarded as incident, since device removal was required. Other non-serious events were reported. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("increasingly painful periods / dysmenorrhea(cramping)") and genital haemorrhage ("heavier than natural bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, multigravida, parity 4 and spontaneous abortion (3). Concurrent conditions included follicular cyst of ovary, smoker, offensive vaginal discharge, breast pain, chest pain, heart rate high, acne, joint pain, photophobia, phonophobia, pharyngitis and sore throat. Family history included migraine. Concomitant products included oral contraceptive nos for excessive menstruation as well as rizatriptan, sumatriptan and topiramate. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("persistent headaches"), hypersensitivity ("indicative of allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain lower ("pain in lower abdomen / cramping"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with levonorgestrel (mirena), surgery (hysterectomy (partial)).essure was removed in january 2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, vaginal haemorrhage, menorrhagia, allergy to metals, dyspareunia, vaginal infection, vulvovaginal mycotic infection and abdominal pain outcome was unknown, the migraine was resolving and the abdominal pain lower and back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: coils: right tube 2 and left tube 5 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal occlusion is demonstrated. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received an event " abdominal pain" was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("increasingly painful periods / dysmenorrhea(cramping)") and genital haemorrhage ("heavier than natural bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, multigravida, parity 4, spontaneous abortion (3) and migraine. Concurrent conditions included follicular cyst of ovary, smoker, offensive vaginal discharge, breast pain, chest pain, heart rate high, acne, joint pain, photophobia, phonophobia, pharyngitis and sore throat. Family history included migraine. Concomitant products included rizatriptan, sumatriptan and topiramate. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), headache ("persistent headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal mycotic infection ("yeast infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("indicative of allergic reactions"), vaginal infection ("vaginal infection"), abdominal pain lower ("pain in lower abdomen / cramping"), back pain ("back pain"), abdominal pain ("abdominal pain") and gait inability ("couldn't walk"). The patient was treated with medroxyprogesterone acetate (depo provera), oral contraceptive nos, levonorgestrel (mirena) and surgery (hysterectomy (partial)). Essure was removed in (B)(6) 2016. At the time of the report, the dysmenorrhoea, migraine and dyspareunia was resolving, the genital haemorrhage, headache, hypersensitivity, allergy to metals, vaginal infection, abdominal pain and gait inability outcome was unknown, the vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection and vaginal discharge had resolved and the abdominal pain lower and back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, gait inability, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: coils: right tube 2 and left tube 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: tubal occlusion is demonstrated. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: her demographic was updated. Her historical condition was added. Per plaintiff fact sheet event: vaginal discharge was added. She had recovered form following events: abnormal bleeding, yeast infection/vaginal discharge and recovering from cramping, pain and dyspareunia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("increasingly painful periods / dysmenorrhea(cramping)") and genital haemorrhage ("heavier than natural bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, gravida ii, parity 4 and spontaneous abortion (3). Concurrent conditions included follicular cyst of ovary, smoker, offensive vaginal discharge, breast pain, chest pain, heart rate high, acne, joint pain, photophobia, phonophobia, pharyngitis and sore throat. Family history included migraine. Concomitant products included oral contraceptive nos for menorrhagia as well as rizatriptan, sumatriptan and topiramate. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("persistent headaches"), hypersensitivity ("indicative of allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), fungal infection ("yeast infection"), abdominal pain lower ("pain in lower abdomen / cramping") and back pain ("back pain"). The patient was treated with levonorgestrel (mirena), surgery (hysterectomy (partial)), surgery and surgery. Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, vaginal haemorrhage, menorrhagia, allergy to metals, dyspareunia, vaginal infection and fungal infection outcome was unknown, the migraine was resolving and the abdominal pain lower and back pain had not resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: coils: right tube 2 and left tube 5 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal occlusion is demonstrated. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received. Events- "abnormal bleeding (vagina), migraines, abnormal bleeding (menorrhagia), nickel allergy, dyspareunia (painful sexual intercourse), pain, vaginal infection, yeast infection, pain in lower abdomen, back pain", reporter added from pfs. Concomittant and historical condition added from medical record. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("increasingly painful periods / dysmenorrhea(cramping)") and genital haemorrhage ("heavier than natural bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, multigravida, parity 4 and spontaneous abortion (3). Concurrent conditions included follicular cyst of ovary, smoker, offensive vaginal discharge, breast pain, chest pain, heart rate high, acne, joint pain, photophobia, phonophobia, pharyngitis and sore throat. Family history included migraine. Concomitant products included oral contraceptive nos for excessive menstruation as well as medroxyprogesterone acetate (depo provera), rizatriptan, sumatriptan and topiramate. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("persistent headaches"), hypersensitivity ("indicative of allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain lower ("pain in lower abdomen / cramping"), back pain ("back pain"), abdominal pain ("abdominal pain") and gait inability ("couldn't walk"). The patient was treated with levonorgestrel (mirena) and surgery (hysterectomy (partial). Essure was removed in january 2016. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, vaginal haemorrhage, menorrhagia, allergy to metals, dyspareunia, vaginal infection, vulvovaginal mycotic infection, abdominal pain and gait inability outcome was unknown, the migraine was resolving and the abdominal pain lower and back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, gait inability, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: coils: right tube 2 and left tube 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: tubal occlusion is demonstrated. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-nov-2018: plaintiff fact sheet received - new even couldn't walk was added. Concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.